Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, premature battery depletion was suspected. It was estimated that the battery capacity has 2 years remaining. During the previous device check approximately 6 months prior, it was estimated that the battery capacity had 4 years remaining. No adverse patient effects were reported. The device currently remains implanted. Additional information: the field representative provided an update, and indicated that this device still remains implanted and in service. The physician will continue following the patient every 3 months.

Manufacturer narrative:
The device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that during a routine follow-up, premature battery depletion was suspected. It was estimated that the battery capacity has 2 years remaining. During the previous device check approximately 6 months prior, it was estimated that the battery capacity had 4 years remaining. No adverse patient effects were reported. The device currently remains implanted.